Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms where the lead safety switch (lss) was triggered for the pacemaker and right ventricular (rv) lead. The lss changed the polarity of the lead to unipolar where the impedance measurement remained greater than 2000 ohms. Oversensing of noise was also observed. A fracture was suspected but not confirmed. A revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.